Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to include the customer response. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that the issue occurred when the surgeon was while they were attempting to put a clamp on a vessel or tissue bundle, and they were unsuccessful at closing the clip. They were using the medium-large hem-o-loc clips. They were able to resolve the issue by using a back-up. There was no patient injury. The instrument was inspected prior to use and available for return. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The complaint regarding the hemo-loc was fired twice in a row and upon checking, the tip was found to be misaligned was confirmed by failure analysis. Common causes of the failure mode bent-severely instrument grips -tips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that after a da vinci-assisted gastrectomy surgical procedure, the medium-large clip applier instrument was fired twice in a row and upon checking, the tip was found to be misaligned. The procedure was completed with no reported injury.